Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on (B)(6) 2023 there were multiple coupled/uncoupled error messages for the level sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the yellow level sensor to lab use only (luo) testing equipment. The pst observed that the level sensor detected fluid, alarmed when liquid was moved away from the sensor, and gave a 'sensor not attached' alert when it was not attached to the reservoir as expected. There were no unexpected alerts or alarms observed during the evaluation. It was determined that the yellow level sensor met specification.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor was alarming sporadically. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the yellow level sensor. All performance and verification checks passed. The unit operated to the manufacturer's specifications.